Manufacturer narrative:
Pump received with cracked case near display window corners and end cap broken off noted. Unable to perform displacement test due to end cap broken off.

Event description:
The customer reported via phone call that crack on his pump from the arrow buttons up to the back piece. The customer's blood glucose value was 93 mg/dl. Customer stated the pump has cosmetic damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.